Event description:
It was reported that the ventilator was auto cycling. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) examined the ventilator and could not reproduce the reported event. The ventilator passed pre-use check, functioned normally and no parts were replaced. Evaluation of provided ventilator logs found that high respiratory rate alarms were triggered together with alarms for vt insp. Overrange, inspiratory flow overrange, peep low and expiratory minute volume: low. The high respiratory rate alarms may indicate that there was a leakage in the breathing circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. There are no technical error codes in the logs indicating that there is no ventilator malfunction, which is supported by the successful pre-use checks performed by the fse. The root cause to the auto triggering has not been determined but the most probable cause was a leakage in the patient circuit. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).